Event description:
Boston scientific crm received information that this patient was admitted to the hospital for syncope. The patient had not been followed since (B)(6) 2010 and was going to be seen the following day. Device evaluation noted normal function, and a review of the device data was unremarkable for any issues that occurred at the time the syncopal event was noted.

Manufacturer narrative:
The device remains actively implanted and no other adverse events have been reported. This issue will be re-evaluated if additional information is received.